Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and bipolar endocardial lead experienced oversensing from his ICD and received inappropriate shocks. The physician performed an invasive procedure and removed the ICD and lead from service.